Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited "ec1870". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement.

Manufacturer narrative:
One cadd legacy plus pump was returned for an "error code 1870". The stated problem was verified and the pump was repaired. The pump displayed error code 1870 and the pump was cleared. The overlay, bottom label and rear label were replaced as a preventative measure. The device was calibrated and the software was installed. The device then passed all functional and delivery tests. The issue was caused by a faulty motor.